Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). There is no evidence to suggest a request was made to have data from this device analyzed prior to the replacement procedure. No additional adverse patient effects were reported. This device is expected to be returned for analysis.

Manufacturer narrative:
This product was explanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). There is no evidence to suggest a request was made to have data from this device analyzed prior to the replacement procedure. No additional adverse patient effects were reported. This device is expected to be returned for analysis.